Event description:
Some kind of metal tracer is in sheets that are being received from imagefirst. They do not know where they came from and unable to state if they are MRI safe or could cause issues in bariatric area. Imagefirst.